Event description:
It was reported that a piece of the insulin pump is chipping off. The blood glucose reading is 96 mg/dl. A piece of the insulin pump is chipping off at the reservoir compartment. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.